Event description:
A surgeon reported that a system message displayed during a procedure and the case was completed without iop (intraocular pressure) control. It was noted that the priming test had been passed before surgery. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).